Manufacturer narrative:
A download of the device data was performed; however, the results are unknown. Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient went to the emergency room after experiencing two syncopal events last week. The patient stated his device was not checked at the hospital. No adverse patient effects were reported.